Event description:
It was reported that an arteriotomy closure of the mildly calcified right common femoral artery was attempted using two proglides and one starclose se, with a 6fr sheath, after an interventional procedure. Reportedly, when the plunger was removed the blue suture was not attached, only the white suture was attached. A second proglide was used with the same results. A starclose se was used; however, when retracting the device out of the tissue, it was pulled completely out of the vessel. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide and starclose se devices. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The other two perclose proglide devices referenced are being filed under separate medwatch MFR numbers. (B)(4) added for the starclose se device as stated - patient selection, per instructions for use, under precautions: do not deploy the clip in areas of calcified plaque. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.